Manufacturer narrative:
Correction: h6 investigation findings and investigation conclusion coding (update codes) and previous h11. The cause of the condition could not be determined; however, may likely be related to product handling after manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1 initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) one-link non-dehp standard bore catheter extension sets had issues with their packaging. The package splits open when knocked against something and when staff try to open them, the package then also splits awkwardly. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to d4: expiration date and d4: unique identifier (UDI) #. D4: expiration date updated to na. Additional information: d9, h3, h4, h6(update codes), h11. H11: the two devices were received for evaluation. Visual inspection was performed which showed that the package was split open, when knocked against something the package then splits awkwardly. The reported condition was verified. The cause of the issue was due to packaging related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.